Event description:
Boston scientific recieved information from the local sales representative that this patient experienced a syncopal episode. During a right ventricular (rv) lead revision due to a rise in the thresholds it was observed that this right atrial (ra) lead was not capturing or sensing reliably. This ra lead was successfully removed from service and a new lead was placed. The rv lead was surgically abandoned. No adverse patient effects reported from the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.